Event description:
It was reported that both of the patients spinal cord stimulation (scs) leads displayed high impedances. There was no stimulation issue reported. The patient underwent a procedure in which the two lead were replaced.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family scs-linear leads, upn m365sc2317700, model sc-2317-70, serial-lot (B)(6), batch 7083105.

Manufacturer narrative:
Sc-2317-70, serial (B)(6), visual and x-ray inspection of the lead revealed that multiple cables were completely broken at the bent-kinked location of the lead. The bent-kinked location is near the set screw mark of the clik x anchor. There are no exposed cables at the fracture location. The lead became kinked after it exited the clik x anchor resulting in the reported complaint. Sc-2317-70, serial (B)(6), visual and x-ray inspection of the lead revealed that one cables were completely broken at the bent-kinked location of the lead. The bent-kinked location is near the set screw mark of the clik x anchor. There are no exposed cables at the fracture location. The lead became kinked after it exited the clik x anchor resulting in the reported complaint. Additionally, there is a burn mark along the lead body due to the use of electrocautery. This damage is a result of the typical explant procedure, and it is not considered a failure.

Event description:
It was reported that both of the patients spinal cord stimulation (scs) leads displayed high impedances. There was no stimulation issue reported. The patient underwent a procedure in which the two lead were replaced.